Event description:
It was reported that the device reached end of service in less than two years. Premature battery depletion is suspected. The charge circuit was also noted to be inactive. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Battery depletion was indicated as the programmer save to disk file (B)(4) data shows end of service(eos) occurred on (B)(4) 2012, last full charge duration was 9.098 sec on (B)(4) 2012 15:42:27. One patient alert for charge circuit timeout occurred on (B)(4) 2011 11:09:14. One patient alert for excessive charge time occurred on (B)(4) 2011 11:09:55.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated current leakage in the integrated circuit due to gate/cap oxide breakdown. This virtuoso ii device, (B)(4), was returned after 19 months due to the device indicating end of service (eos) prematurely. It was noted that the charge circuit was inactive. The device failed high voltage charge testing in the returned product analysis laboratory (rpa). Pal analysis confirmed the device's inability to properly charge. The failure mode was due to a defective transistor on the l357 integrated circuit (ic). The l357 ic is a defibrillator control signal level shifter with a component designation of u21 on the (B)(4) hybrid. The defect on the l357 was identified by photoemission microscopy. The emission was found along the edge of a transistor gate. The path to this transistor is l357/xinv1/mxn1/g (gate).